Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that two insulin cartridges were unusable due to leakage, with the plungers protruding slightly from the bottom, despite the user following the correct filling procedure. Symptoms included no reported adverse health effects. Outcomes included replacement of the affected cartridge supplies. Investigation included collection of lot information. Investigation of this case revealed a leaking cartridge issue consistent with a device component integrity problem affecting the cartridge assembly. It was concluded, based on previously established findings for similar reports, that the cause was a manufacturing-related component defect.